Manufacturer narrative:
The reported events of lead break and oversensing were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
Additional information was received that the ra and rv lead were explanted and replaced to resolve the event. The patient was stable following the procedure.

Event description:
Related manufacturer reference number: (B)(4). During a remote follow-up. Noise resulting in oversensing was detected on the right atrial (ra) and right ventricular (rv) leads. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.